Event description:
It was reported that right ventricular (rv) lead exhibited high defib impedance. The lead will be monitored. The patient is doing fine.

Event description:
New info received stated that the lead was explanted and replaced. The patient is doing fine.